Manufacturer narrative:
(B) (4)- undefined complication occurred, (B) (4) - undefined complication occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. Sometime during the (B) (6) 2009, the pt was brought back to the operating room for a bowel resection. Add'l info has been requested.